Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "check vent: battery failed" (diagnostic code: 1124) occurred at the repair center; the alarm was also confirmed in the event log. The se noted that the lithium-ion battery was replaced then the issue was resolved. The device was checked, cleaned, and functionally tested; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.